Manufacturer narrative:
Concomitant medical products: product ID 355531, lot# n753721, product type screening device, product ID 977a275, serial# (B)(4), product type lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 17-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that high impedances were measured with the lead during the procedure. The ¿impedances remained high even when the lead was wiped off and the lead position was changed.¿ it was unknown whether any external factors may have led or contributed to the event. The issue remained unresolved at the time of report; the lead was replaced with a new one as a result of the event and ¿no abnormalities were observed.¿ the physician observed the issue to be ¿no severe¿ in nature and to have an ¿unknown¿ cause. There were no surgical interventions planned or performed and the intractable chronic pain patient was alive with no injury at the time of report. No complications were reported or anticipated.